Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided. Due to the "low" the customer lost consciousness and was unresponsive. Customer required assistance consuming glucose tablets, apple juice, and giving a glucagon injection. Customer did require paramedic assistance with administrating a "zofran" shot and suggested customer to go the emergency room (ER). ER ran tests and monitored bg levels, no treatment was provided. Customer was released from the ER 6-7 hours later with the issue resolved and no permanent damage. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was due to the customer's total daily insulin (tdi) and weight being incorrect. Additionally, customer's exercise mode was active day and night for an extended period of time. Tandem technical support educated caller about pump software technology and the algorithm using tdi and weight information to adjust insulin, customer acknowledged and understood.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: ¿it is important to update the total daily insulin setting in the control-iq screen when you visit your healthcare provider. This value is used for the 2-hour maximum insulin alert.¿ per the tandem user guide: ¿your weight should be representative of what you weigh when you start the system. Weight can be updated when you visit your healthcare provider. The minimum value for weight is 55 lbs (24.9 kgs).¿ h3 other text : device not returned